Manufacturer narrative:
Product code: dre. PMA/510(k): k141148. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Pacemaker lead removal was performed under general anesthesia and transesophageal echocardiographic monitoring. The access vessel was the right subclavian vein. The lead was exposed in the usual procedure, and a liberator(lr-ofa01) was inserted into the ventricular lead and fixed with thread. Since the atrial lead was torn due to a subclavian crash, the implant stylet and locking stylet could not be inserted, so the ventricular lead was detached using a philips' glidelight laser 14f with traction by thread only. Because the glidelight laser 14f could not advance near the tricuspid valve, the user first started detaching the atrial lead using the glidelight laser 14f, but the glidelight laser 14f snaked greatly near the superior vena cava, where the soft atrial lead was located without the locking stylet. So, the user started detaching the ventricular lead again using the glidelight laser 14f, but it was quite difficult and did not proceed, so he tried detaching the ventricular lead using the cook's evolution 13f (lr-evn-13.0-rl), then a decrease in blood pressure was observed. Since pericardial fluid was observed on transesophageal echocardiography, it was determined that a perforation due to both philips glidelight laser 14f and cook's evolution 13f had occurred. The procedure was converted to open chest surgery and hemostasis and perforation between the superior vena cava and the right atrium was confirmed. Hemostasis for the perforation and lead removal were completed by this open surgery.

Manufacturer narrative:
D2b: product code: dre. G5: PMA/510(k): k141148. Investigation - evaluation: a device was not returned on this complaint, therefore a physical investigation could not be performed and the customer's complaint could not be confirmed, other than by the customer's testimony/provided complaint information. The complaint/event that was entered within trackwise: "perforation". The device history record could not be reviewed due the unknown lot. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Pacemaker lead removal was performed under general anesthesia and transesophageal echocardiographic monitoring. The access vessel was the right subclavian vein. The lead was exposed in the usual procedure, and a liberator(lr-ofa01) was inserted into the ventricular lead and fixed with thread. Since the atrial lead was torn due to a subclavian crash, the implant stylet and locking stylet could not be inserted, so the ventricular lead was detached using a philips' glidelight laser 14f with traction by thread only. Because the glidelight laser 14f could not advance near the tricuspid valve, the user first started detaching the atrial lead using the glidelight laser 14f, but the glidelight laser 14f snaked greatly near the superior vena cava, where the soft atrial lead was located without the locking stylet. So, the user started detaching the ventricular lead again using the glidelight laser 14f, but it was quite difficult and did not proceed, so he tried detaching the ventricular lead using the cook's evolution 13f (lr-evn-13.0-rl), then a decrease in blood pressure was observed. Since pericardial fluid was observed on transesophageal echocardiography, it was determined that a perforation due to both philips glidelight laser 14f and cook's evolution 13f had occurred. The procedure was converted to open chest surgery and hemostasis and perforation between the superior vena cava and the right atrium was confirmed. Hemostasis for the perforation and lead removal were completed by this open surgery.